Manufacturer narrative:
The insulin pump had an act and esc buttons that did not respond due to unlock on keypad connector. The analysis team was unable to perform self test and displacement test due to button keypad anomaly. Time advanced properly. The pump was received with deep scratched display window

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer reported the buttons were hard to press and not clicking. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.